Manufacturer narrative:
Patient information was not provided for reporting. Additional device product codes: gwo and gxr. Device remained implanted. Explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a matrix neuro screw broke easily during insertion on (B)(6) 2018. The body of screw was left in the patient as per the surgeon's assessment. Removal of the screw will result in additional surgical intervention and prolonged surgery time to the patient. No surgical delay was reported. Patient's outcome is unknown. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).